Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump was not working correctly and they had high blood glucose. The customer's blood glucose was high in 400-500 mg/dl and current blood glucose is 464 mg/dl. It also stated that drive support cap was normal. The customer treated high blood glucose with bolus. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer does not allege pump was under delivering. The customer reported past event that the they received insulin flow blocked alarm and customer reported alarm did not occur during fill tubing and event resolved by complete set change(reservoir and infusion set). The insulin pump will not be returned for analysis.